Manufacturer narrative:
The device was not returned for evaluation, as device status is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through medical records that a patient with a 31mm 7300tfx in the mitral position was explanted after one (1) month and eight (8) days due perivalvular mr and possible reinfection. The valve was replaced with a 29mm 7300tfx valve. Per the medical records, the patient was treated for six weeks on antibiotics.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation findings, and investigation conclusions). Due diligence attempts have been made to obtain additional information and the status of the explanted device for return. At this time, additional information and the device has not been provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.